Event description:
Customer reported encountering air bubbles in the infusion set tubing during insulin pumping. Blood glucose levels remained stable, not exceeding 500 mg/dl. Customer resolved the issue by priming bubbles out of the tubing and continued insulin delivery after receiving advice to use room temperature insulin when filling the cartridge.